Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a bulge in left cylinder. The device was removed and replaced without complications.